Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13h14041 and h13h16038 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date while hospitalized, the patient was treated with unspecified antibiotics. The cause of the peritonitis was unknown. The patient was discharged 8 days after admission. It was reported the patient continued antibiotic treatment for 5 days after hospital discharge. It was reported the patient was recovered from this peritonitis event. No additional information is available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).